Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the silicon insulation of the hot jaw. The silicon insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The heater wire was observed to be slightly flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. We were unable to reproduce any electrical failure. Based on the return condition of the device, the reported failures "self-activation or keying" and "environmental particulates " were not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. The device began heating up and started smoking. They noticed smoke coming from the device prior to using it for the procedure. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. The device began heating up and started smoking. They noticed smoke coming from the device prior to using it for the procedure. A replacement device was used to complete the procedure. No patient involvement.